Event description:
At the completion of surgery, while the patient was still on the cmax surgical table, the operating room personnel moved the foot control out of the way from the floor to beneath the table. The table started tilting to one side. The patient was removed from the table without injury.

Manufacturer narrative:
A steris technician was dispatched to inspect the table and the foot control. After inspecting the foot control which had been disassembled by the hospital biomedical technician, the steris service technician found that a small metal tab through which a small set screw is inserted to secure the foot control lever in place was bent. This allowed the small set screw to fall out of place and caused the foot control lever to stick in a constant actuation position. Preventative maintenance of the table has been performed by the hospital. The foot control involved in this incident has been taken out of service until it is replaced. The facility was advised to unplug the foot controls before moving them. The steris sales representative returned to the hospital on (B) (6) 2009, observed cases throughout the day and provided additional in-service training to all staff present.